Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. The rv lead experienced a micro-dislodgement, it was confirmed via fluoroscopy. The rv lead was successfully moved from the right ventricular apex to middle septal and remains in service. No additional adverse patient effects were reported.